Event description:
The user facility reported that during patient procedures which included use of the defendo - pentax valve kit, the suction valve sticks and may remain in the on position resulting in suction of the mucosal and a procedure delay. No report of injury.

Manufacturer narrative:
The customer has not returned any product for investigation. Without a returned device, the root cause cannot be determined. The device history record of the lots of the reported event were reviewed and no issues were noted. Additionally, medivators tested 100 samples of current inventory and no issues were noted. No additional issues have been reported.